Manufacturer narrative:
The investigation determined that the calibration and qc were acceptable. A general instrument or reagent problem could not be identified. The investigation determined that the centrifuge time was too short, the centrifuge speed was too high, and confirmed that the rack adapters were not used. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter stated they received questionable results for two patient samples tested with the elecsys total psa immunoassay on a cobas 8000 e 801 module. For patient 1 the initial total psa result was 0.0475 ug/l and was reported outside of the laboratory. On (B)(6) 2019 the repeat total psa result was 10.2 ug/l. For patient 2 on (B)(6) 2019, the initial total psa result was 0.0269 ug/l and was reported outside of the laboratory. On (B)(6) 2019 the repeat total psa result was 5.40 ug/l. The samples were repeated because the physician questioned the low results. The repeat results fit the clinical picture for the two patients. The samples were tested on a seimens method. The total psa result for patient 1 was approximately 10 ng/ml and the total psa result for patient 2 was approximately 5 ng/ml. The customer was not using rack adapters. The total psa reagent lot number was 40952001 with an expiration date of 30-sep-2020.